Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot#: 0275724 (device manufacturing date and expiration date remain unknown).

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "during the blood collection, the customer found a wooden piece in the tube."

Manufacturer narrative:
Medical device lot # 0275724 does not exist for medical device catalog #367525. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "during the blood collection, the customer found a wooden piece in the tube."